Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-jun-2026, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on an 84 year old male patient presented with pain in right shoulder. There was no additional patient information, nor details the surrounding the event at the time of this report. Return product is not available for investigation. Method: date: result: cut-off: sample: I-stat, (B)(6) 2026, 0.30 ng/ml, 0.08, a; triage, (B)(6) 2026, <0.01 ng/ml, 0.05, b; the reporting decision was based on the limited information available that suggested that product was not performing within the variability. The customer states that the patient was referred to (B)(6) for angiography and results were normal. As a result, the patient received an unnecessary catheterization. Apoc has determined that an adverse event had occurred. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).